Manufacturer narrative:
The investigation confirmed that a non-reproducible higher than expected vitros trop I result was obtained from a single patient sample processed on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results, a vitros tropi es lot 2810 performance issue is not a likely contributor to the event. However, the customer does not process a control fluid with a troponin I concentration at, or below, the url. Therefore, the performance of the vitros tropi es reagent lot 2810 at, or below, the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Prior to service the ortho field engineer ran a pre-service within run vitros tropi es precision test which met the performance guidelines. The fe replaced the well wash aspirate filter, verified alignments and cleaned the microwell incubator, and also discussed the cleaning of the shuttle weight within the incubator with the customer. After cleaning, the post-service vitros tropi es precision test met the guideline criteria, confirming that the instrument was performing as intended. Whilst the pre-service precision test was acceptable and did not indicate an instrument issue, a transient instrument issue possibly related to maintenance activities cannot be completely ruled out. Pre-analytical sample processing could not be ruled out as contributing to this event as from the information provided ortho is unable to determine if the customer is following the centrifugation protocol and improper pre-analytical sample handling cannot be ruled out as contributing to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
A customer observed a non-reproducible, higher than expected, vitros tropi es result from a single patient sample processed using a vitros troponin I es reagent lot 2810 in combination with a vitros eciq immunodiagnostic system. Patient sample result of 0.106 ng/ml versus the expected result of <0.012 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory and ortho was not made aware of any allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho). Complaint number (B)(4).